Event description:
During a nailing procedure, the tip of the 4.2mm three-fluted drill bit qc broke off. Surgeon was unable to retrieve the tip and left it in the patient. The surgeon was able to complete the procedure.

Manufacturer narrative:
Additional information has been requested. (B) (6). Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.